Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to be undersensing, causing early termination of ongoing arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.